Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10:the suspect device has been returned for evaluation.factory service technician was able to verify the reported issue during bench testing.event trace download and initial final test could not be performed due to the vent failing to power up. Further investigation revealed a non-conforming hybrid board that was causing the vent inop erable issue and the unit not powering up.a known good hybrid board was installed and the reported issue was resolved.the reason behind the hybrid board failing could not be determined during testing at service, the hybrid board will be sent to fa (failure analysis) lab for further testing and analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that ventilator inoperable alarm occurred on the revel ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 & h10 results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no abnormalities. Installed the uut onto a known good ptv test vent. Performed post (power on self-test) in start-up mode per service manual, ptv ventilators failed the post and would not power up. Further troubleshooting and reviewing schematic document 19572-001 found q602 to have an internal failure which is the cause of no power. Q602 is part of the external power source electrical pathway. Factory technician findings and the reported complaint were verified and confirmed. The hybrid board q602 component has an internal failure that causes no power. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.